Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by device") and fallopian tube perforation ("perforation (fallopian tube (s))") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included macrosomia, gestational diabetes mellitus, group b beta hemolytic streptococcus negative and cesarean section. Concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and surgery (laparoscopic total hysterectomy salpingectomy (bilateral) cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure tubal ligation coil inserted to cannulate left fallopian tube ostia under direct visualization . Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 1. Essure tubal ligation coil inserted to cannulate right fallopian tube ostia under direct visualization . Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted -2. Diagnostic results: (B)(6) 2014: pelvic ultrasound: findings: the uterus measures 10.2 x 4.7 x 6.6 cm. It has a generally heterogeneous echo texture. There are 2 focal fibroids identified, however. One is posterior and intramural measuring I x 1 x I cm. The 2nd is posterior on the right and is sub serosal measuring 2.1 x 1.6 x 1.4 cm right ovary measures 3.4 x 3 x 3 cm and is normal left ovary measures 2.4 x 2.7 x 1.8 cm and is normal bilaterally in the adnexal regions, essure devices are seen . Most recent follow-up information incorporated above includes: on 19-apr-2018: plaintiff fact sheet and medical records received: new reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2012 and removal date ((B)(6) 2014) was added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and perforation (fallopian tube (s),device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by device') and fallopian tube perforation ('perforation (fallopian tube (s))') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included macrosomia, gestational diabetes mellitus, group b beta hemolytic streptococcus negative and cesarean section. Concurrent conditions included uterine leiomyoma. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain, pain"), menstrual disorder ("menstrual bleeding"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic total hysterectomy salpingectomy (bilateral) cystoscopy and underwent a hysterectomy with salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage, urinary tract infection and vaginal discharge had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure tubal ligation coil inserted to cannulate left fallopian tube ostia under direct visualization . Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 1. Essure tubal ligation coil inserted to cannulate right fallopian tube ostia under direct visualization . Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted -2. She had been treated for pain, bleeding. Diagnostic results: (B)(6) 2014: pelvic ultrasound: findings: the uterus measures 10.2 x 4.7 x 6.6 cm. It has a generally heterogeneous echo texture. There are 2 focal fibroids identified, however. One is posterior and intramural measuring I x 1 x I cm. The 2nd is posterior on the right and is sub serosal measuring 2.1 x 1.6 x 1.4 cm right ovary measures 3.4 x 3 x 3 cm and is normal left ovary measures 2.4 x 2.7 x 1.8 cm and is normal bilaterally in the adnexal regions, essure devices are seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by device") and fallopian tube perforation ("perforation (fallopian tube (s))") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included macrosomia, gestational diabetes mellitus, group b beta hemolytic streptococcus negative and cesarean section. Concurrent conditions included uterine leiomyoma. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, 1 year 10 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and surgery (laparoscopic total hysterectomy salpingectomy (bilateral) cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure tubal ligation coil inserted to cannulate left fallopian tube ostia under direct visualization . Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 1. Essure tubal ligation coil inserted to cannulate right fallopian tube ostia under direct visualization . Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted -2. Diagnostic results: (B)(6) 2014: pelvic ultrasound: findings: the uterus measures 10.2 x 4.7 x 6.6 cm. It has a generally heterogeneous echo texture. There are 2 focal fibroids identified, however. One is posterior and intramural measuring I x 1 x I cm. The 2nd is posterior on the right and is sub serosal measuring 2.1 x 1.6 x 1.4 cm right ovary measures 3.4 x 3 x 3 cm and is normal left ovary measures 2.4 x 2.7 x 1.8 cm and is normal bilaterally in the adnexal regions, essure devices are seen most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet received. Events per pfs: depression and mental anguish and dysmenorrhea (cramping). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation by device') and fallopian tube perforation ('perforation (fallopian tube (s))') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included macrosomia, gestational diabetes mellitus, group b beta hemolytic streptococcus negative and cesarean section. Concurrent conditions included uterine leiomyoma. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain, pain"), menstrual disorder ("menstrual bleeding"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic total hysterectomy salpingectomy (bilateral) cystoscopy and underwent a hysterectomy with salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage, urinary tract infection and vaginal discharge had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure tubal ligation coil inserted to cannulate left fallopian tube ostia under direct visualization . Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 1. Essure tubal ligation coil inserted to cannulate right fallopian tube ostia under direct visualization . Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted -2. She had been treated for pain, bleeding. Diagnostic results: (B)(6) 2014: pelvic ultrasound: findings: the uterus measures 10.2 x 4.7 x 6.6 cm. It has a generally heterogeneous echo texture. There are 2 focal fibroids identified, however. One is posterior and intramural measuring I x 1 x I cm. The 2nd is posterior on the right and is sub serosal measuring 2.1 x 1.6 x 1.4 cm right ovary measures 3.4 x 3 x 3 cm and is normal left ovary measures 2.4 x 2.7 x 1.8 cm and is normal bilaterally in the adnexal regions, essure devices are seen. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event infections/infection (bladder/ urinary tract/vaginal), vaginal discharge added. Event outcome for pain, bleeding changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy due to complications from essure device). At the time of the report, the uterine perforation and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.